Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, leading to the pump shutting off. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.